Event description:
It was reported that there were high impedances on the day of device removal. Electrodes 0,1,8,9,10,11,12,14,15 were greater than 40,000, which was confirmed with a wireless external neurostimulator (wens). It was noted that the leads were the issue. Programming was done around the impedances. The cause was unknown. It was reported that the poor impedance results played a role in recharging issues. The device was removed. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 30-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.